Manufacturer narrative:
E1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. The device was not returned for investigation. The root cause of bleeding is determined to be use related due to improper anticoagulation management because the activated clotting time values are above the therapeutic range than suggested as per instructions for use. Hemostasis was achieved by manual pressure. The device history review was completed and the device passed all post sterile inspection checks.

Event description:
The complainant reported that following impella cp implant bleeding was noted at the impella site. The perclose strings were tightened and an additional suture was placed at the access site in response to the bleed. Also, the angle of entry was supported and manual pressure was held for roughly 40 mins to help manage the condition. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.